Event description:
Blood glucose results of "305 mg/dl, 269 mg/dl, 160 mg/dl, 140 mg/dl, 325 mg/dl, 256 mg/dl and 185 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.